Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump was emitting frequent call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2014 with the following findings: a review of the pump¿s black box history showed that a cs 054 and cs 052 call service alarms were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no defects were found. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the threads to the case seal. There was no evidence of moisture or corrosion found in the pump. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn between the up arrow and contrast buttons. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. In addition to the unrelated issues, evaluation revealed that the display was faded and discolored. The complaint that the pump was emitting call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.